Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found in the fluid path. This occurred 11 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by customer "we have noticed a slither/swarf of plastic on the inside of the neck of the syringe where the needle fits to the luer lock. This is problematic as it can potentially transfer to a finished product container/ bag...".

Manufacturer narrative:
H6: investigation summary one photo sample was provided to our quality team for investigation. The photo was evaluated and a particle was observed over the plunger. Through visual inspection, the particle was identified to be a polypropylene particle. A device history review was performed for reported lot 2012070, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Injection machines undergo routine cleaning and maintenance according to procedure. Machine parameters were reviewed for lot 2012070 and were verified to be operating within required limits. While we cannot identify a direct issue, the particle likely generated during the molding process due to either a failure in the mold or due to friction during movement of the device within the manufacturing equipment.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found in the fluid path. This occurred 11 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by customer "we have noticed a slither/swarf of plastic on the inside of the neck of the syringe where the needle fits to the luer lock. This is problematic as it can potentially transfer to a finished product container/ bag..."